Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
The luer pulled away from tubing at the junction of the tubing and cuff broke off.